Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of system fault error message (sf 180) after the installation of a new battery. Performance testing could not reproduce the reported alarm sf180 in the device. Review of the battery logs found no fault with the battery pack. The data revealed that the device was operated in an environmental condition where the temperature was below the specified device requirements. The investigation determined that the reported fault was most likely due to the device use in a low temperature condition. During evaluation, the device failed to complete its internal self-test. The investigation determined that the reported device failure to complete its internal self-test was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.